Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received. It was reported that there was 30 minute delay to the case and no reported impact on patient outcome.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and replaced missing screw for side panel leveler. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000911. Product ID: bi71000553. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that they closed the gantry around the patient but were unable to proceed as the pendant displayed a door open message. Site tried rebooting the system twice with no change. Imaging system use aborted. In troubleshooting, they asked site to close gantry making sure to keep button held until lights realign, no change. They had site give gantry a gentle hug where the gantry closes, site heard noise come from gantry but no change in message. Site tried reopening gantry and saw small piece of plastic inside. Patient was present.